Event description:
It was reported to medtronic minimed that the customer experienced cracked reservoir and battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1880l was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, no crack at the case - reservoir tube side of the pump noted during visual inspection. However, the pump was received with a cracked reservoir tube lip and a partially broken retainer. The pump was also received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label damage. Cosmetic damage was confirmed at the case - battery tube side of the pump during analysis. Cosmetic damage at the case - reservoir tube side was not confirmed; however, other cosmetic damage was noted during analysis. Retainer ring damage (a cracked reservoir tube lip and a partially broken retainer) was confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.